Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised. Reason for revision was not indicated. Update (B)(4) 2012 litigation alleged the patient suffered pain, discomfort, soreness, malaise, swelling, decreased mobility, damage to surrounding tissue and bone and other injuries due to excessive levels of chromium and cobalt as a result of the implanted asr hip. There is no new information that changes the outcome of this investigation. Update (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to grayish fluid in the capsule and corrosion. The femoral stem and femoral sleeve have been added to this complaint.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.